Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected power/battery alarms/alerts, pump error 43 alarm or pump error 41 alarm noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. (2) failed battery test alarms found in the pump history file/trace on (B)(6) 2024 at 13:16:58 and 13:17:11. Pump error 43 alarm found in the pump history file/trace on 27-mar-2024 at 13:16:45. Pump error 41 alarm found in the pump history file/trace on (B)(6) 2024 at 13:16:45. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (22.91 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay, pillowing keypad overlay, scratched case and minor scratched lcd window. In summary, pump passed all required testing. Unexpected battery power loss alarm/pump error 43/41 alarm not confirmed during testing. Cosmetic damage confirmed at the back of the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 43- an error in the motor was detected by reading unexpected value from hall sensor, pump error 41- motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period, damage (physical or cosmetic) at back side of the pump and an unexpected battery power loss as pump was turned off. The customer reported no adverse event. The event involved product(s) mmt-1885a. Troubleshooting was performed and the customer was able to clear the error, complete rewind process, and pass displacement test. It was also mentioned that the error occurred during basal/bolus. No harm requiring medical intervention was reported. The customer would discontinue the use of the device. The product mmt-1885a was requested and the customer response was the device will be returned.